Manufacturer narrative:
(B)(4). Date sent: 11/1/2023 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: 1-could you please provide more details for "he mentioned also how the patient had edema"? When dr johnson was explaining what happened with the staplers, he wanted to show me that the tissue looked healthy. He explained how the patient had edema, but could physically see anywhere on the tissue where this would be a problem. He was trying to rule out the possibility of the patient being a factor in the failure of both staple lines. Did not look inside the intestine to see what the tissue looked like from that perspective. 2-did the edema was related to device malfunction? Dr johnson doesn¿t believe this had anything to do with the device. He wanted to make sure I save the tissue to explain how relativity healthy it looked. From the outside, nothing looked abnormal about the tissue. Did not see the inside of the tissue. 3¿was there any change in the procedure? If yes, please explain. Yes there was, he had to oversew both staple lines. He explained that this was the best option for the surgery, but was frustrated with the new potential for leaks due to oversew. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during ex lap (resection of colon), the surgeon used the device and it had failed. The tlc stapler he claimed left the end of the staple line unstapled, with a couple staples not closed. It looked like the tlc stapler did not fired all the way. Dr insisted that he fired it all the way. He mentioned also how the patient had edema. The surgery was not delayed due to the reported event. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch #533c11. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 37 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 533c11, and no non-conformances related to the reported complaint condition were identified.